Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg replacement procedure the physician noticed a black or bluish stain in the pocket site. It was believed to a thin wire sticking out of the lead. It was unsure if the thin wire sticking out of the lead has caused the black or bluish stain at the pocket site. The physician inserted the lead to the new ipg.